Event description:
Patient contacted dexcom to report painful insertion at site.

Manufacturer narrative:
Patient reported that insertion was slightly painful. The sensor failed after two hours and there were no readings. The patient is not lean and the area of insertion is not bruised but there was possible scar tissue. The transmitter snapped into place and the wire was present. The transmitter was cleaned with alcohol. There is no additional information at this time.